Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation. It was reported that a wire guide from a wayne pneumothorax tray (c-utpty-1400-wayne-112497-imh) from lot 10342808 frayed. During the first attempt of placement, the wire guide appeared to ¿track subcutaneously¿. The catheter needed to be removed and the procedure was restarted with a new set. Cook became aware of this event on 19oct2020 upon being notified by north oaks medical center. The patient reportedly experienced no adverse effects as a result of this incident. A review of the complaint history, device history record (DHR), instructions for use (IFU) and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file (dhf) showed that this device is both safe and effective for its intended use. A review of the dhrs for the reported complaint device lot (10342808) and the related wire guide subassembly lot revealed no recorded non-conformances. A database search identified no other events associated with the reported device lot. With the available information, cook has concluded that the device was manufactured to specification and that there is no evidence of nonconforming product existing either in house or in field. Cook also reviewed product labeling. Instructions for use (IFU) document [wayne pneumothorax set for seldinger placement] is packaged with this device. The product IFU states the following in consideration of the reported failure mode: ¿instructions for use 3. Insert the introducer needle through the incision into the pleural cavity. 4. When the needle tip enters the pleural cavity, introduce the flexible end of the wire guide into the needle 10-15 cm. 5. Remove the needle, leaving wire guide in place. How supplied upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, no product returned, and the results of our investigation, a definitive root cause has been traced to component failure without a deficiency in manufacturing/design. The customer reported that during the first attempt at placement, the wire guide appeared to track subcutaneously. It is possible this means that the needle did not fully puncture the pleural cavity and that the wire guide was advanced into subcutaneous tissue. However, this cannot be confirmed definitively without imaging or additional information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Additional information regarding event details was received on (B)(6) 2020. No unintended section of the device remained in the patient's body. A new kit was opened and a new tube was placed to complete the procedure. No adverse effects to the patient were reported. The provider procedure notes reported that on the first attempt at tube placement, the wire appeared to "track subcutaneously". The second placement attempt was successful and resulted in "good inflation of the lung" with no complications.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the wire guide of a wayne pneumothorax tray unraveled during device placement. Consequently, the tube was removed and a new device was used to complete the procedure. Additional information regarding the patient, device, and event has been requested but is currently unavailable.